Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. Antibiotics were administered to the patient to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-16357, 1627487-2021-16359. It was reported the patient experienced an infection at the right chest. In turn, the ipg and extensions were explanted to address the issue.